Event description:
It was reported by a patient who underwent a two-level acdf using plate and screws. The patient reported pain 2-3 days post-op. Followed-up with the doctor one week later with x-rays, the patient stated that "a piece of the plate had broken and screws were loose". A revision surgery was reportedly performed approximately a month post op. The patient reported continued swelling and pain with swallowing after the revision surgery. Confirmed with doctor's nurse that "the screw broke post op, not the plate". No other information could be obtained at this time.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.